Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient came in with pain and squeezing of hip. X-ray confirms that liner has become disassociated from shell. Going to revise on (B)(6) 2022 to do a head/liner exchange with possible cup revision no screws are present in the cup. Loosening of the liner was also reported. Doi: (B)(6) 2022. Dor: (B)(6) 2022. Affected side: right hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device, photographs or x-rays relevant to the complaint to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.